Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report the valve moved very ventricular during the initial stages of deployment due to tension build up in the delivery system, leading to paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported from our (B)(4) affiliate, during a transapical procedure the 23mm sapien xt valve was deployed in a too ventricular position resulting in moderate paravalvular leak (pvl), requiring deployment of a 2nd valve. As reported, at the beginning of the case, valve deployment was performed under rapid pacing, and the valve moved ventricular. The inflation was paused and the operators attempted to advance the valve more aortic but it would not advance. The valve was 80:20 ventricular/aortic and locked in place but the native leaflets were still functioning above the valve frame. The second valve was positioned and deployed 50:50 a/v in the annulus. This second valve also moved ventricular during the initial stages of deployment but it was purposely inflated minimally during the initial stage of deployment. The valve was able to be correctly advanced into a good position and the inflation was completed. The second valve was successfully deployed and functioning well with zero pvl. The patient remained stable throughout and was transferred to ccu in good condition. As per post procedure discussion, the valve moved very ventricular (about 6mm) during the initial stages of deployment. The valve was only moderately calcified and they perceived it was due to tension build up in the delivery system. The second valve reacted the same way but they were able to reposition correctly during deployment. The native annulus measured 20mm by tee. There was moderate native valve calcification, and moderate aortic root calcification. Coaxial alignment of the delivery system and valve was fair and the image intensifier angle was reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.